Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: inflation: indeflator although this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately calcified, 90% stenosed lesion in the distal right coronary artery. The tenku rx 3.0 x 15 mm balloon catheter was used to dilate the lesion. During the first inflation, the balloon ruptured at 12 atmospheres for 5 seconds. The device was removed from the patient anatomy and was replaced with a non-abbott balloon catheter to continue and complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.